Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization after an unsuccessful supply change. The user reported being unable to locate or complete the rewind step during cartridge replacement, after which blood glucose increased above 500 mg/dl and hospitalization was required. Engineering review found no evidence of device malfunction. Historical device data demonstrated that the ilet had been powered off due to battery depletion on (B)(6) 2026 and was not powered on again until after the reported event. No insulin delivery or cgm data were recorded during the relevant period, indicating the device was not in active use. The available evidence supports that the event resulted from incorrect supply change steps and interruption of insulin therapy rather than a device performance failure. No device malfunction was identified. A supplemental MDR will be submitted if additional information becomes available.

Event description:
On 14-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose of 501 mg/dl, resulting in hospitalization. The user was treated with exogenous insulin and IV fluids. The user recovered and resumed ilet therapy following discharge.